Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient had a rash before the lifevest but wearing the device worsened the condition. The patient described the rash as red, itchy, and very bumpy. The patient's doctor recommended the use of (B)(6) to help heal the rash. During follow-up, the patient reported improvement but that the irritation was still there.